Manufacturer narrative:
(B)(6). The subject rt265 infant dual-heated evaqua2 breathing circuits have been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt265 infant dual-heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt265 infant dual-heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject rt265 infant dual-heated evaqua2 breathing circuits were received at fisher & paykel healthcare (f&p) new zealand, where they were visually inspected and gas leakage tested. Our investigation is based on our evaluation of the subject devices, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection found no visible damage to the returned breathing circuits. Leak testing confirmed the reported leaks and were identified to be from the connection between the elbow connector and the collar of the expiratory tube. Conclusion: the reported leaks were confirmed and were identified to be from the connection between the elbow and the collar of the expiratory tube. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.